Manufacturer narrative:
The reported events of failure to sense, high pacing impedance and failure to capture were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, after the lead was placed inside the vein, there was no sensing or impedance measurements. There was also loss of pacing capture. The physician attempted checking the parameters with different testing cables but none of them showed the correct parameters. The physician then elected to use a different lead. The patient did not suffer any consequences.